Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. D4: batch #616d76. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of leak controllable, incomplete staple line & difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The staple line and cut line were complete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 616d76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2025. D4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? I do not know as I was not present: surgeon told me bottom row appeared to have a ¿hole¿ midway thru. If yes, was the staple line complete? Did the device cut? Yes. If yes, was the cut line complete? I do not know. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Normal operation. They did leak test and saw bubbles. Did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). When I arrived to site and surgery, they had reloaded the contour with another green load and all was ok. Surgeon also commented ¿ its ok I probably would have diverted her to a colostomy bag anyway ¿ which he did. She was loaded with cancer so I believe it was tissue related and not the staple line. The two loads I sent in looked fine with naked eyes. Corrected data: h6. Medical device problem code. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a lobectomy procedure, the device did not fire properly. They stated that the stapler would not open, it did not work. The battery was dead. Case was completed by opening a new one. No further information provided. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. B3: only event year known: 2025. D4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97f54, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.